Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern that this pacemaker was depleting quickly and reached elective replacement indicator (eri). Additionally, this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely due to a single low loaded voltage measurement and recommended device replacement. This pacemaker was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.